Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical or visual evaluation of the product could be performed. There was no report of a device performance allegation. It was confirmed that the allegation of surgical intervention was defined in the product risk documentation. Based on the available information in the complaint, no fault condition within the product was identified. It can be concluded that the product operated as intended with no issues. A no problem detected investigation conclusion code was assigned to this investigation.

Event description:
It was reported that a patient underwent a spectra concealable penile prosthesis (spp) surgery due to unspecified reasons. A new ipp was implanted. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a spectra concealable penile prosthesis (spp) surgery due to unspecified reasons. A new ipp was implanted. There were no patient complications.